Manufacturer narrative:
(B)(4). Product analysis (B)(4) observation: the ibt appears to have been used. There is what appears to be blood inside the balloon. The balloon appears to have been inflated and deflated at least once. During the functional test the balloon would not inflate. The is a pin hole ¿ half way up the balloon. The blood would partially inflate the start to spray fluid out. Conclusion: based on the information provided, visual and functional analysis, the problem of insertion cannot be confirmed. The ibt was clearly used at least one time before the difficult insertion; therefore, this has to be considered has a use error during surgery. The balloon has ruptured due to contact with bone splinters during surgery.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t12 to treat a vertebral compression fracture. The balloon reportedly had trouble entering vertebral body, even after repeated attempts at drilling a channel. The ibt was able to be inserted into the vertebral body successfully but with more difficulty than usual. Once the ibt was inserted, the surgeon then encountered difficulty removing it from the cannula. The surgeon had to drill multiple times on both sides in order to gain access to the vertebral body. It was difficult to remove the balloon from the working cannula and seemed to get stuck at the taper. The procedure was completed successfully without any patient complications.